Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (serial (B)(4)) displaying warning message "air trap" on the screen was not confirmed during functional testing. No physical damage on the thermogard console during visual inspection. No discrepancy observed during console's event log review. Initial functional testing passed all functional tests. The thermogard is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During ivtm therapy, customer reported that the thermogard console (serial (B)(4)) prompted a warning message "air trap" on the screen. Customer was unable to clear the error message. No response from customer of what other type of therapy use to continue with ivtm. No known impact or consequence to patient information was available.